Manufacturer narrative:
E1: initial reporter facility name - chinese academy of medical sciences fuwai hospital the device was returned for analysis. Visual and microscopic inspection revealed the imaging window was partially detached near the lap joint section. No sign of kinks was noticed during visual inspection.

Event description:
Reportable based on device analysis completed on 21mar2024. It was reported that catheter kink occurred. The 80% stenosed, 12 x 2.75mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device was kinked. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging window was partially detached near the lap joint section.